Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results: the returned customer sample did not confirm the reported defect. Unable to locate leakage point.conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245669.

Event description:
It was reported that while using 23 g x .75 in bd vacutainer® winged safety push button blood collection set it would squirt blood out from the tubing upon inserting into a patient. Or as soon as blood would pass through the tubing, it would squirt blood out the tubing itself.